Manufacturer narrative:
The customer did not return the unit to zoll's technical service department for evaluation. The customer instead removed an assembly (analog board) that they suspected to be the cause of the problem and returned it to zoll for evaluation. The board was tested and no fault could be found. As a precaution the board was scrapped and the customer has been sent a replacement. There has been no further reported malfunctions with this device.

Event description:
Complainant alleged that during the biomedical department's routine testing and preventative maintenance, the device had no display on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.